Event description:
It was reported that the surgeon repaired a massive incisional hernia with the composix lp mesh. The patient reportedly had a fit of vomiting and several days later developed a bowel obstruction. The CT scan showed distribution of mesh with bowel incarcerated. It was reported that upon removal of mesh during surgery, there was a swiss cheese type defect in the centre of the mesh. There were no issues with the sutures as they remained intact.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, will submit a follow up report when/if product is returned for evaluation or additional information becomes available.